Manufacturer narrative:
The reporter of the event returned the device for analysis and provided additional information. Device evaluation is in process by apollo.

Manufacturer narrative:
Supplement #2. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. A visual analysis was performed on the device, and noted brown particles and discoloration on the access port. The band tubing was noted to have red particles on the inner surface,and was also noted to be discolored. An air leak test was performed on the port, and no leakage was observed. A fill test was performed on the port, and no blockage or resistance to flow was noted. A microscopic analysis was performed, and observed the port tubing to be fractured and separated.

Manufacturer narrative:
Based upon the model number and serial number provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the event date, implant date, explant date, diagnostic testing, patient data or further event details.

Event description:
Healthcare professional reported "port tubing fracture." Device has been explanted.